Event description:
This pt was hospitalized for treatment of a seroma in the area overlying their cochlear implant. The seroma was drained in 2004 and the pt's audiologist reported that the condition appears to be resolving.